Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the infusion set needle fell out. The insulin pump was too heavy. The insulin pump fell off their waist. Customer's blood glucose level was 400 mg/dl. The device was not returned.